Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinsons dual and movement disorders. It was reported there were low impedances, less than 50 ohms. The caller reported oor (out of regulation) and increase in dyskinesia at times affecting the patient's right side / ins left side. The patient was programmed c <(>&<)> 0 and a short was found on 0 <(>&<)> 3 electrode. It was suspected the short was affecting intermittent therapy and the oor message. The caller was to reprogram ins to c+ and 1- to eliminate therapy/oor issues. No further complications were reported as a result of this event.